Event description:
Sometime after insertion of the intra aortic balloon leak was noted. The patient was taken to operating room for removal. During removal the patient's blood pressure decreased. The intra aortic balloon was replaced with a smaller intra aortic balloon.